Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4) .

Event description:
It was reported that the atrial lead had no capture. A chest x-ray verified that the lead had dislodged. A revision will be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.